Manufacturer narrative:
The anesthesia system was investigated on site and the it was found that the o2 fresh gas module was faulty. The o2 fresh gas module was replaced and returned for investigation. A visual inspection of the returned o2 fresh gas module found no deviations. The o2 fresh gas module was mounted into a reference anesthesia system and simulated use testing was performed. A fault with the o2 gas module was reproduced. During ventilation, alarms for high fio2 and high airway pressure were generated. The o2 fresh gas module delivered a larger volume than set. Evaluation of the received logs confirm that the system checkout failed the gas supply test due to the o2 fresh gas module having measured a too high supply pressure and the flow transducer test failed in several tests due to the measured flow from the o2 gas module being outside the allowed range. The conclusion is that the reported issue was most likely caused by oscillations in the o2 fresh gas module. The most probable cause of the reported issue is traced to interaction between several parts within the o2 fresh gas module and it was concluded that the solenoid has a contributing effect to this behavior. This failure condition may cause a disturbance in delivered flow mix from the gas modules. If this condition were to reoccur during a treatment, alarms would be activated as per the design of the anesthesia system.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the gas supply test during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).